Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).

Event description:
A consumer reported he experienced an eye infection while using this product. He stated that according to his doctor, this infection is caused by a specific ingredient (not specified) in the solution.